Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the shunt area. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon pinhole was identified at approximately 8mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the hypotube to be kinked at approximately 710mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the shunt area. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported, and patient was good post procedure.